Event description:
It was reported during a scheduled device exchange that the atrial port set screw on the pacemaker failed to loosen. The header had to be broken to remove the lead. The pacemaker was explanted and replaced. The patient was stable and asymptomatic.